Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2009. The fse discovered substrate was not back-drawing properly resulting in a large amount of substrate in the tube line. The fse successfully replaced the valve. The fse completed repair verification per established procedures. System test results conformed to the MFR's performance specs. The plasma sample was collected in a plastic lithium heparin tube. The serum sample was collected in a serum separation tube (sst). Per customer, tubes were inverted according to the MFR's instructions. The pt's samples were centrifuged at 3,100 rpm (rotations per minute) for 8 minutes. System check performed on (B)(6) 2009 was within specs. Testing at beckman coulter customer product line support (cpls) lab confirmed the existence of a pt source interferent for the sample received from the customer. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human and anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access ck-mb results should be interpreted in the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests and other appropriate info. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs 2122870-2011-03750, 03751.

Event description:
The customer reported erroneous creatine kinase-mb (ck-mb) results, for one pt, involving access 2 immunoassay system. This is report number one of three. The erroneous results were released out of the lab and questioned by the physician. The pt's sample was retested on unicel dxi 800 access immunoassay system and on a reference lab's unicel dxi 800 system, both produced results above the reference range. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt's sample for further analysis. The field service engineer (fse) was dispatched to assess the unit.